Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, and device manufacture date not available. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer by recovering the failed space by unlocking the remote manager, and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system remote manager drawer was failed. The recovery icon for the failed drawer was displayed. However, the option to recover was not available. The customer stated that they tried to reboot and recover but the issue was not resolved. The customer also attempted destocking the medication and opening the refrigerator door, but the door did not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.